Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and it was determined that the device failed the cutter insertion assessment. During repair it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was due to bearings that are no longer in axial alignment, and not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the angle attachment device had an undetermined malfunction. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.